Event description:
(B)(6) study. It was reported that device leak occurred. The patient was on regular aspirin and clopidogrel regimen prior to consent and screening for the study. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted with complete laa seal and deployed device diameter of 27.3mm. After the implant the patient was started on clopidogrel. The patient was discharged on (B)(6) 2019. On (B)(6) 2020, the three-month follow-up core lab transesophageal echo (tee) evaluation revealed an incomplete laa seal with a jet size greater than 5mm. However, the size of largest residual jet around device was reported as 2mm.